Event description:
Had ulthera done in (B)(6) 2014, at (B)(6). Had nerve damage to face confirmed by a different doctor. One side of face tightened but other did not. One side of face got a palsy due to nerve damage. Eyes and face started twitching. It is now 6 months later and I feel that I have permanent damage. Nose and smile are crooked. One side of nose will not go up the same as the other side. Smile is not same on both sides.